Event description:
It was reported that on literature review "propensity for clinically meaningful improvement and surgical failure after anterior cruciate ligament repair", 2 patients had arthrofibrosis after a primary acl repair procedure using a biotenodesis screw. The patients required manipulation under anesthesia. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Article: batista, j. P., maestu, r., barbier, j., chahla, j., & kunze, k. N. (2023). Propensity for clinically meaningful improvement and surgical failure after anterior cruciate ligament repair. Orthopaedic journal of sports medicine, 11(4), 23259671221146815. H10: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that there were no clinical factors found which would have contributed to the adverse event. The images documented/referenced in the article (per the author/writer) have been interpreted within the text. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided, the reported arthrofibrosis cannot be linked to a mal performance of the s&n products. Arthrofibrosis is a known complication of major knee surgeries due to excessive scar tissue formation. Therefore, arthrofibrosis is related to the procedure and it is not considered a foreseeable harm associated with the s&n devices. The impact to the two patients beyond the reported arthrofibrosis and subsequent mua, cannot be confirmed nor concluded. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude on specific factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4).